Event description:
Treatment of a dural fistula. During onyx injection in the cavernous sinus, it was reported that the echelon catheter had a pinhole rupture and was removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00306.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).